Event description:
The event is reported as: complaint alleges: it was not possible to close the wound since the stapler did not grab the skin well and thus the staples did not penetrate the skin deep enough. It was not possible to place the staples. Another lot was used without problems. No patient injury or medical intervention was reported for this issue. Patient current condition is normal.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to perform a proper investigation to determine a root cause, and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.